Manufacturer narrative:
After the procedure the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed, because the lot number was not provided by the hospital.

Event description:
The hospital reported that during preparation for an off-label use abdominal aorta dacron tube graft surgery, two hs-1045 heartstring seals cracked while loading the seals into the delivery tube. The surgeon converted to conventional surgical method of placing a cross clamp with a hand sewn anastomosis to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.